Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment crack observed from thread area to case seal. Battery cap is unable to tighten due to damaged cap threads. A power loss was observed. A test cap was used and was unable to tighten but tighten enough to allow for exercising. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and damaged threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.